Manufacturer narrative:
During testing at the service center the device intermittently alarmed with distal occlusion and check cassette p error codes. The probable cause was due to pressure sensor calibration drift. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility the device alarmed for distal occlusion when no distal occlusion. This did not indicate a reportable malfunction. However, during verification testing at the service center it was found the device pressure sensor had drifted out of calibration.